Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis revealed an insulation abrasion which exposed the outer coil at 5.3 cm to 5.4 cm, 6.7 cm to 6.8 cm, and 7.1 cm to 7.2 cm from the distal tip. The abrasions were consistent with constant friction to another implantable device. (B)(4).